Event description:
It was reported that the user experienced elevated glucose readings on the ilet with values reported as ¿high,¿ despite multiple full supply changes and no observed site issues such as leakage or bent cannulas, and a mobile sync was completed to check device function. Symptoms included hyperglycemia and feeling unwell. Outcomes included no reported hospitalization or medical intervention. Investigation included customer support troubleshooting and data review via mobile synchronization. Investigation of this case revealed no confirmed device malfunction or site integrity issues based on user report and available data. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.